Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient the left power port on his controller only when he hooks to battery, after a few seconds beeps and moves to the other battery. Or he has random beeps and has to readjust. He states his port on that side is not loose or moveable and that the batteries click in properly. It does not matter which battery he is using, it happens on all of them. Patient states that when he hooks ac or dc on to that side, it works just fine. Site opted to perform an elective controller exchange in the clinic. It was stated that there were no effect on the patient. No additional information received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a series of critical battery 2 alarms along with occurrences of switching events prior to the 25% threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries or normal patient usage behavior. Note: this controller was received with old software installed, not smr upgraded. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this communication anomalies between controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.